Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of leakage through the blood control valve could not be confirmed from the two images that were provided for investigation. One photograph showed the top web label from a 24g insyte autoguard bc unit package. The other image was a screenshot from the bd website. It appeared that the image was used to demonstrate the reported issue. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked beyond the blood control. The following information was provided by the initial reporter: I¿m a clinical engineer working for (B)(6). (B)(6) and I was looking to submit a complaint against an insyte autoguard IV catheter as at least two of the same lot#¿s had faults regarding to the blood flow control one-way valve. When the catheter was inserted, the blood would flow from the cannula. I tried using this resource from your website complaint reporting / bd but it looks like the links are dead. Any injuries and/or harm? No harm incident but potential risk for rn due to blood exposure. What is the issue you experienced? Product is functional otherwise but blood control valve faulty, allowing blood to flow from cannula on peripheral insertion.